Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report four of six for the same event; see also 0001032347-2016-00108 through 00113.

Event description:
The sales associate reported a revision due to the implants pulling away from the bone. The initial operation was performed on (B)(6) 2015. After the operation, when the doctor took an x-ray, he found the plate was slightly moved from originally implanted place. The procedure performed was CABG (coronary artery bypass grafting). Revision surgery was performed on (B)(6) 2015 and bone cutting was found at this time. All implants were removed from patient¿s body and fixed with wire. Patient reportedly got a cold and did cough after initial operation. The doctor commented that the patient¿s cold contributed to the complaint.